Event description:
It was reported that a minicap transfer set leaked from inside the twist clamp. This was identified wen the patient went in to the clinic for an appointment. The patient was treated with prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b2: outcomes attributed to ae: remove required intervention to prevent permanent damage or impairment, h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.